Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at idler pulleys. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. The instrument did not exhibit wear on the edge of the cable hole. Other cables at the wrist were not damaged. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. No damage was found to the conductor wire or the conductor wire insulation. An electrical continuity test was performed, and the instrument passed. Furthermore, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.093¿ - 0.173¿ in length and were not aligned with the tube axis. Scratch marks /abrasions on the instrument main tube is typically attributed to the mishandling / misuse.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the customer observed a loose cable on the 8mm fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.